Event description:
It was reported that the user recently started on the ilet pump and experienced multiple low glucose episodes after a high glucose reading that followed a missed breakfast announcement. Review of the ilet app/pump history confirmed the missed announcement, and education on treating lows and allowing the pump to correct highs was provided. Symptoms included hypoglycemia and hyperglycemia, ranging from 72 mg/dl to 257 mg/dl. Outcomes included resolution of the low with oral carbohydrate and no alerts or alarms reported. Investigation included technical support review of pump history, user education on meal announcements, and troubleshooting steps for glucose management. Investigation of this case revealed user error related to a missed meal announcement contributing to postprandial hyperglycemia followed by hypoglycemia during early adaptation to automated insulin delivery. It was concluded that the device functioned as designed and the event was attributable to use error, with guidance provided on proper meal announcement and hypoglycemia treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.